Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient representative, regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and cerebral palsy. It was reported when the patient had the pump implanted, they got a hemorrhage. The caller stated the healthcare professional (hcp) went in and fixed the hemorrhage but due to internal bleeding, the patient's stomach was "bigger than usual on that side" (where the pump is). Troubleshooting was not required. No further information was reported.